Event description:
The report company recieved from the affiliate indicated that during a stenting procedure to the left subciavian artery, the stent became misaligned on the balloon during delivery. The target vessel was moderately calcified and slightly tortuous, with a stenosis level of approximately 75%. The approach was from the left brachial artery. After pre-dilatation of the lesion, a 7f long brite tip sheath was advanced across the lesion without difficulty. The stent delivery system (sds) was then advanced through the sheath. Upon pulling back the sheath to expose the sds at the target site, the stent became snagged and moved proximally on the balloon. The sds was removed along with the sheath without any complications or patient injury. The procedure was completed with a new 7f brite tip sheath and palmaz sds. It was reported that there was nothing unusual noted about the products prior to use now was any manipulation of the stent done.